Event description:
It was reported that during implant the lead had to be removed due to tight venous access. The lead may have been damaged during removal due to the amount of force used. A different lead was implanted. There were no patient complications reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analyzed and no anomalies were found. Visual summary analysis of the lead indicated stretching of the lead and damage at implant. (B)(4).